Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for sodium (na), chloride (cl), and potassium (k) (B)(6) female patient. There was no additional patient information at the time of this report. Test, time- 8:51, time- 8:56; na, 105, 133; k, 3.4, 4.3; ci, >140, 93; ica, 2.7, 4.5; tco2, 34, 26; glu, 85, 84; bun, 15, 23; crea, 1.3, 1.3. There are no injuries associated with this event. The investigation is underway.